Event description:
It was reported that this right ventricular (rv) lead was explanted due to perforation. The patient experienced trouble breathing and attended to the ER, where the perforation was discovered. No additional adverse patient effects were reported. The lead was explanted and replaced.